Event description:
1) luer lock connection for co2 gas sampling port on the parallel wye breaks off when you connect the gas sampling line to the circuit. (Found 2 circuits same problem). 2) when you expand the breathing circuits length, cracks form in the circuit causing leaks. This is the 4th medwatch report rptr is filing on this product.